Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to the procedure, the doctor recognized that the catheter had a tear in it. The catheter was replaced and there was no injury to the patient.

Manufacturer narrative:
Only the catheter was returned. The catheter did not meet the requirements for leak testing. The catheter was observed to have a tear approximately 38 cm from the distal end. It is unknown how or when the damage occurred. The instructions for use that accompany the device cautions that low tear strength is a characteristic of most unreinforced silicone elastomer materials, and that care must be taken with the handling and placement of the silicone elastomer catheter tubing to avoid cuts, nicks, or tears. It also cautions that to avoid possible transection of the catheter during catheter placement, the catheter should never be withdrawn through the tuohy needle. If the catheter needs to be withdrawn, the tuohy needle, guidewire (if used), and the catheter must be removed simultaneously. Patency testing could not be completed due to the damage. Proteinaceous debris was observed within the interior and exterior of the catheter. All catheters are 100% inspected at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the cause of the tear was not determined.